Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was presented for insertion of iliac screw and underwent posterior lumbar fusion. Intra-op, the set screw slipped when the surgeon was trying to conduct final tightening. The set screw was exchanged with non-break off set screw and the surgery was finished. Counter and connectors were used. No patient complications were reported as a result of the event.